Manufacturer narrative:
D.4. Other lot number includes 4040291 and other expiration date includes 2029-01-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-02-09.

Event description:
Material#: 309659. Batch#:4040291, 3031943. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Caller confirms he is a distributor who orders syringe 309659 (lot 4040291 and lot 3031943) for a customer. Caller states the customer sent an email stating that they are having issues with the syringe. Caller states the primer fluid is turning yellow. Additional information provided: please provide date of event. ¿ monday 16 sep 2024. Could you please provide number of occurrences that are observed recently? - the first two syringe used present the condition, then was repeat with one syringe of each batch and present the same condition. How was the patient outcome? Are there any clinical signs, health consequences or impact? ¿ the syringe was not used in the manufacturing process, since the condition was identified before used. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Was this issue traced before use or during draw of liquid into syringe? ¿ was identified when the draw the liquid into syringe.

Manufacturer narrative:
10838609 - supplemental MDR - foreign matter a device history record review was completed for provided material number 309659 and lot numbers 4116530 and 4040291. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four hundred (400) syringe samples and one (1) picture sample were received for evaluation by our quality team. The picture showed one (1) syringe in an unsealed package with an unknown yellow fluid inside of the syringe. No further conclusions were possible based on the picture alone. All of the physical samples received were within sealed packages with one (1) sealed box carton of lot 4116530 and another sealed box carton of lot 4040291. No defects were observed in any of the provided physical samples. Based on the investigation results, we were unable to determine an exact cause for the reported incident. At this time, further action has not been determined necessary.

Event description:
No additional information was provided.